Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 800 mg/dl. Customer was hospitalized as a result of high blood glucose levels. Customer advised the insulin pump was not delivery insulin and they received a no delivery alarm. Customer was wearing the device at the time of the hospitalization.